Manufacturer narrative:
The long bipolar grasper instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted myomectomy surgical procedure, a tan/yellow piece from the tip of the long bipolar grasper instrument broke off and fell into the patient. The broken instrument piece was retrieved. Although, no patient harm, adverse outcome or injury was reported it is unknown what caused the instrument to break.

Event description:
It was reported that during a da vinci assisted myomectomy surgical procedure, a tan/yellow piece from the tip of the long bipolar grasper instrument broke off and fell into the patient. The broken instrument piece was retrieved. There was no report of patient harm, adverse outcome or injury. According to the initial reporter, the broken instrument piece was retrieved via suction manifold. They irrigated and suctioned out the area and the planned surgical procedure was completed with the da vinci surgical system. There has been no report that the patient has returned to the hospital due to any post-operative complication related to retaining any fragment(s) from the instrument.

Manufacturer narrative:
Additional information can be found in device available for evaluation?, date received by MFR?, type of reports?, if follow-up, what type?, device evaluated by MFR?, evaluation codes, usage of device and additional MFR narrative. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken yaw pulley. The yaw pulley was missing a 0.089 x 0.163 piece. This allowed the grip to move within the pulley and have a larger range of motion in the yaw. It was concluded that the damage to the instrument's yaw pulley was due to mishandling/misuse. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the additional information obtained, this MDR report is being retracted since the failure mode was due to misuse/mishandling and not due to a malfunction of the instrument.